Manufacturer narrative:
Patient weight not made available from the site. Reported issue was resolved during the procedure. A medtronic representative, following-up at the site the same day, reported testing the imaging system and the system functioned as expected. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system 2d images were coming across blank. The site radiographic technologist (rt) swapped out the imaging system with another imaging system, however, did not swap the mobile view station (mvs). Subsequently, the site was using a different mvs with the imaging system, this did not resolve the issue. The rt then brought back in the correct mvs that belongs to that imaging system and their 2d and 3d images were successful. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided. A software investigation into the returned software logs was completed by a software team. There is no clear indication from the logs at to what may have contributed to the blank images the user reported. The mvs/ias were disconnected at 11:18:53 (reconnected at 11:19:56), 11:23:00 (reconnected at 11:25:48), and 12:23:53 (reconnected at 14:16:07). The user took some 2d shots between 11:22:05 and 11:22:53 before the first disconnection. There are several 2d shots taken between 11:26:11 12:20:43. There are no 2d shots taken after the third disconnection. It is difficult to correlate what the user reported with what the logs indicate. Additionally, the logs contain no abnormalities of any kind other than a duplicate frame ID warning at 11:27:21. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
(B)(6).